Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia, spasms, and pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016 at (B)(6). Device explant due to moderate dysphagia, spasms, and pain occurred on (B)(6) 2018. Device was found in correct position/geometry.